Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer reported that the infusion set tubing had been tucked tightly into a pocket and after repositioning it, insulin delivery was resumed. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to confirm if the tubing was the cause of the occlusion.